Manufacturer narrative:
The device was not returned. The impella 2.5 pump was not returned by the customer therefore a failure analysis investigation cannot be completed.

Event description:
We received a publication from clinical toxicology, 2017 vol. 55, no. 9, 1014-1015 that a (B)(6)years old female had impella 2.5 pump inserted. The patient had impella in place for 11 hours, while removing the device a minor femoral arterial tear was noted and the patient subsequently underwent successful surgical vascular repair.

Manufacturer narrative:
Correction: g(4): upon review of this complaint, it was determined the incorrect aware date was provided in the initial report. The aware date should be (B)(6)2019.